Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is turkish. The lot information was not provided. Follow-ups were performed to obtain additional information; however, the requested information is currently pending as of the date of this report. Additional follow-up will be conducted to obtain additional information. The reported device is being returned by the distributor. Once the device is evaluated or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. The implant was extracted about 2.5 months after it was implanted. The implant site had type 2 bone quality. The implant site was infected. There was no noted abnormality with the implant. This is the 2nd of 2 reported implants on the same patient. Please reference 3011649314-2018-00058 ((B)(4) for the 1st complaint.

Manufacturer narrative:
Update was made - patient's age/dob and weight were provided. The device was returned and evaluated. Visual inspection was performed and found no deviations. The returned implant was verified using the radiographic template. Lot information was not available for DHR review. The investigation found no abnormality, defect, nor nonconformity with the returned implant. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. The incident, "failure to osseointegrate", is a known common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." At this time, the reported issue will be tracked and trended.